Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Image disturbance during angulation. Ccd defect this event occurred at the time of inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: as a result of investigation, it was found that the abnormalities in the image are caused by the load caused by repeated bending and the external load, and the cause is the disconnection of the internal cable.